Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, a noise signal on the ventricular channel was reported. Technical support suspects that the noise signal is due to myopotential oversensing. In addition, false automatic mode switching (ams) episodes were recorded due to far-field r-wave oversensing. No intervention was performed, the patient is being monitored and was stable.